Event description:
It was reported that the user experienced hyperglycemia with blood glucose values up to 350 mg/dl after meals while using the ilet system, with troubleshooting confirming no visible infusion set leak or tubing bend and guidance provided to change supplies. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of normal glycemic control without need for professional medical intervention, hospitalization, or backup therapy. Investigation included user interview, device-use history review, and troubleshooting and education regarding infusion set integrity and supply replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause undetermined and no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.